Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified ulnar vein. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 24 bar, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified ulnar vein. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 24 bar, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR. : a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 4mm proximal of the distal balloon markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.